Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to have exhibited loss of capture (loc). It was noted that the patient had ventricular fibrillation (vf) and received an external shock to convert the vf. The patient was hospitalized. Technical services (ts) discussed that the suspected loss of capture (loc) may be related what was happening to the patient (i.e. Medications, electrolytes, etc.). This device remains in service. No additional adverse patient effects were reported.